Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent incomplete bolus alerts. Reportedly, the customer did not recall navigation to the screen and believes the screen was turned off at the time of the alerts. Multiple attempts were made by tandem technical support to gather further information, however no response was received from the customer.